Manufacturer narrative:
Batch review performed on 26 june 2017. Lot 157372: (B)(4) items manufactured and released on 04 april 2016. Expiration date: 2021-03-21. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined that cup was loose. The surgeon plans to revise the cup, head and liner. The surgery was completed successfully. X-rays and explants are not available.